Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm to resolve the issue. Isi has not received the usm for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the universal surgical manipulator (usm) 4 was stuck and moving on its own. The site disabled usm4 then rebooted system. The technical support engineer (tse) uploaded error logs and noted a single 23137 advisory reported by usm 4 axis 1. The tse then confirmed that the site disabled the usm. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for error 23137 on axis 1. The error was confirmed through system log and replicated. The unit was tested on an in-house system in normal mode with no related errors. The unit was also tested on a pftp failing agc current. A gold yaw searchlight was installed the unit passed agc current.

Event description:
Refer to h10/h11 for follow-up information.